Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result the elevator adjusted in repair. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245.

Event description:
The elevator does not reach 90 degrees. This event occurred at the time of during inspection. There was no report of patient harm.